Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a transmitter failure error and an adverse event. Patient reported that she went to the emergency room (ER) due to a hyperglycemic event that occurred as a result of her transmitter not functioning. Patient stated that the transmitter error caused her insulin pump to not administer the necessary dose of insulin needed to regulate her blood glucose automatically. The patient checked herself into the ER where was found to have high blood sugar, was administered insulin and the later released. At the time of contact, the patient was no longer in the hospital. No additional event or patient information was provided. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.